Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the patient experienced a skin reaction with itching, burning, redness, inflammation, pimples, infection, underneath the sensor pod area. The area was prepared with alcohol before placing the sensor on the body. Upon removal of the sensor, they saw that there is an infection under the sensor pod area. The patient was taken to the emergency room as they had something like a bump that had to be drained. The patient stayed overnight at the hospital and no anesthesia was used. The patient was prescribed oral medication (flucloxacillin). At the time of the report, the patient¿s condition was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).